Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+1.5/108 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The lens was removed and replaced with a shorter lens intraoperatively due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.